Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with colored water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021 patients due to the increase in blood sugar found 10 years, dry mouth, lack of power 2 days in hospital, hospital of prescribed use after arterial blood collector for patients with arterial blood, skin disinfection after ready for patients with blood, puncture success after arterial blood collector pipette leak blood storage, report to the head nurse, due to consider the possibility of inspection have contaminated blood, worry about inaccurate results. After consultation with. The doctor, it was suggested to re-collect arterial blood for testing. The nurse immediately abandoned the arterial blood collector and replaced the blood collection site with re-disinfection for puncture and successfully collected blood for testing. Faulty arterial blood collector is registered and reported to equipment department